Event description:
Customer reports that symmetric/asymmetric properties of field are changing without intervention by the radiation therapists. As this change in symmetry can alter the field size, if it is not observed by the rtt's/physicist prior to initiation of treatment, an incorrect field size could be used for treatment. Based on the report, no pt injuries or mistreatment's have occurred.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.